Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: an opening on anterior, wear abrasion, brown particles in shell, and crease fold. Leak test and microscopic analysis was performed which identified: a crease sharp opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as fold flaw opening.

Event description:
Device was explanted.

Event description:
Healthcare professional reported "right side deflation." Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation." Device remains implanted. Right side.